Manufacturer narrative:
The reported compressor was examined at the hospital by our service engineer. The investigation of the standby valve confirmed the reported failure. When the compressor is used as backup, the compressor will supply the ventilator with compressed air when the central air supply pressure goes below 36 psi for more than 2 seconds. The reported compressor kept going into standby mode failing to deliver compressed air. The standby valve was replaced at site. The compressor worked according to specification after the replacement of the standby valve. This event was identified in a retrospective review of service orders. (B)(4).

Event description:
It was reported that the compressor kept going into standby mode. There was no patient involvement. (B)(4).